Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called about adjusting the temp basal and also reported low and high blood glucose levels. The customer's blood glucose level was 500 mg/dl and treated with the insulin pump. Customer also had a blood glucose reading of 49 mg/dl the night before which she treated with a drink. The customer declined to troubleshoot. Nothing was replaced or returned.